Event description:
This product is not solid/distributed in the united states. Procedure type: unk. According to the reporter: after firing the device, it was noticed that the staples did not form properly and the tissue was not completely closed. A new instrument was used to complete the procedure.

Manufacturer narrative:
This product is not sold/distributed in the united states. Initial report sent: 04/16/2009.